Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head broke off in his mouth during brushing, and another brush head became very loose. No injury was reported.

Manufacturer narrative:
Product return was received on 03-dec-2019 and identified as oral-b power oral care refills precision clean eb20. 09-dec-2019 investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating the brush head broke off in his mouth during brushing, and another brush head became very loose. No injury was reported.